Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a vitrectomy probe was brought in to replace a non-functioning probe (reported under MFR report #2028159-2012-00496). This report concerns the replacement probe which did not function either. The replacement probe was exchanged. The surgery was completed with the second replacement probe and there was no harm to the pt.